Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent restenosis occurred. The physician implanted an unk size taxus express2 drug eluting stent in an unk location. Over three years later, the pt presented with a 90% stenosis and requires another stent for treatment. Further info has been requested, but has not been received.

Manufacturer narrative:
Device analysis: the delivery device was disposed and the stent remained in the pt. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. This investigation will be assigned the most probable root cause classification of anticipated procedural complication as the device related root cause does not apply and the complaint is due to a known physiological effect of the procedure noted within the dfu, and/or device labeling.